Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the patient underwent uncomplicated uneventful surgery (phacoemulsification/intraocular lens/ 25g pars plana vitrectomy/epiretinal membrane peel and internal limiting membrane peel, endolaser of a peripheral retinal tag, fluid air exchange, and 20% sulfur hexafluoride injection. Diluted triamcinolone and tissueblue were used to enhance visualization. The patient was diagnosed with retinal necrosis, resulting in severe and permanent vision loss, along with a retinal detachment that required surgical intervention. The retinal whitening was discovered post operation day one which was not present at the end of surgery. The macular hole was closed, but the surrounding posterior pole is necrosed with permanent vision loss and resulting retinal detachment and another 25 g pars plana vitrectomy with injection of oil to fix the consequent detachment. The patient was not hospitalized due to this event but was admitted for a separate day surgery.

Event description:
A customer reported that after vitrectomy surgery for the right eye, the patient experienced retinal whitening and phototoxicity which might be due to the ophthalmic microscope or the end illumination of the vitrectomy machine. The duration of the surgeries was typical and not unusually long. Procedure details have not been provided. Additional information has been requested, but none has been received to date. This complaint is pertaining the one of two reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).